Event description:
During a laparoscopic gastro banding procedure, the surgeon noticed burn marks on the stomach tissue. When doctor inspected the dissector, 3 holes were found on the insulation shaft. Doctor sutured up the burn area and pt was hospitalized for 3 extra days for observation. One week post-op, the pt is doing well.